Manufacturer narrative:
This report is for six (6) unknown screws. Part#, lot# and UDI # is not available. This report is for six (6) unknown screws. PMA/510(k) number is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of one (1) olecranon plate, one (1) metaphyseal screw, five (5) cortex screws, and six (6) variable angle (va) locking screws. The patient had a malunion, wound not closing, infection, and nonunion of her left elbow olecranon plate. It is unknown if there was surgical delay. Procedure was successfully completed. Patient outcome was good. This report is for six (6) locking screws. This is report 3 of 4 for (B)(4).